Manufacturer narrative:
Correction to the previous medwatch, the field service representative (fsr) was not able to evaluate the sensor as it was not provided by the end user during his visit to the user facility. The reported complaint was not verifiable since the product was not returned for evaluation or testing. The end user decided not to replace the sensor, nor have it serviced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was not able to verify the reported complaint. The end-user declined replacement of the sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the air bubble detector (abd) was alarming and could not be reset until it was removed. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.